Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure where the system was explanted, and no devices were implanted instead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system experienced infection. Subsequently, the patient underwent a revision procedure where the system was explanted, and no devices were implanted instead. No additional adverse patient effects were reported outside the revision procedure.